Event description:
It was reported that the patient experienced pain in her groin and down her leg. The patient stated she couldn't walk and also had pain around the implantable neurostimulator (ins) pocket site that felt like "something sharp sticking her." The pain began after the patient fell in (B)(6) 2011. The patient's physician told her that her lead broke two months ago and reprogramming didn't resolve the issue. It was noted that the patient did not feel the pain when the ins was off. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28 lot# v319831 serial# implanted: 2009-(B)(6) explanted: product type lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).